Event description:
The manufacturer received information alleging a ventilator was alarming. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" and "service required" codes were found in the ventilator's downloaded error log. The device's system board was replaced to address these issues.